Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. Titan otr pump, two cylinders and detached inlet tube with connector were received for evaluation. Examination and testing of the returned components revealed partial separation within abrasion on the exhaust tube of cylinder 2. Testing revealed these to not be sites of leakage. Abrasion was noted on all tubes of the pump and detached inlet tube with connector. No functional abnormalities were noted with any of the returned components. Because the available information did not indicate what factors may have contributed to the reported malfunction, and because no functional abnormalities were noted, quality cannot determine the cause of this reported event. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction.